Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion in the distal right coronary artery. The physician used a 7f terumo introducer sheath for vascular access and a route guidewire and a 7f heartrail jr4.0 guide catheter to cross the lesion. The quantum maverick monorail 15/3.25 mm balloon was being used to predilate the lesion for placement of a cypher 3.5/18 mm stent. The quantum maverick monorail 15/3.25 mm balloon was removed. The lesion had been successfully predilated with this device. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.